Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented paclitaxel set was leaking " contact point between the chamber and the thinner line" before infusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not returned; however, a photograph and video were returned for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During evaluation of the video, a leak was observed though a small hole on the drip chamber. The reported condition was verified. The cause was determined to be defective raw material received from an external supplier. This issue is being further investigated. As an immediate action, a notification was sent to the involved supplier to ensure awareness. Should additional relevant information become available, a supplemental report will be submitted.